Manufacturer narrative:
To initial report: implanted date: (B)(6) 2014. Explanted date: (B)(6) 2014. Concomitant medical products: 1mtec30 cartridge, lot number unknown. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification revealed that a lens was cut off in half. A crack was observed in one part of the lens too. A substance that appears to be viscoelastic (ovd) was observed in the sample. Also, the visual inspection revealed surface residuals on the lens that could be compatibles with handling the lens non-sterile environment. The condition of the sample returned could be related to the surgical technique during the removal and replacement process. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that after a (B)(4) intraocular lens (iol) was implanted the surgeon used an ora abberometer and determined that desired diopter power should be 22.0 diopter. The incision was enlarged, iol was removed and the 22.0 was implanted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.